Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and an infection occurring approximately 9 years post op is likely of a hematogenous nature. There is no evidence that our devices contributed to the reported infection. It was reported the patient was also being treated for pneumonia and was prescribed septra. The infection is reportedly resolved. No further clinical assessment is warranted based on the information provided. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that patient had right hip prosthesis infection after surgery.